Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Customer reported that he experienced an anterior chamber tear after the lensar was performed on (B)(6) 2015.

Manufacturer narrative:
Patient files were reviewed and the capsulotomy appeared complete. There was no noted eye movement during the surgical procedure. The capsulotomy edge does form atypically with what is referred to as "sausage" pattern. This is seen with sub-optimal photo disruption and could create adhesions in the capsular cut. The laser system log files were reviewed and the surgical procedure was completed 100% with no errors recorded. No evidence of device malfunction was found. The doctor's office was contacted by a lensar cas asking for the post-operative clinical patient information, but the doctor's office did not provide it. Root cause: unknown.

Event description:
Customer reported that he experienced an anterior chamber tear after the lensar was performed on (B)(6) 2015.